Manufacturer narrative:
The reported events of r-wave amplitude variation and failure to sense were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examinations of the lead did not reveal any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information was received that a loss of sensing was observed on the right ventricular (rv) lead.

Event description:
During a clinic follow-up, a decrease in the sensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.